Event description:
Livanova received report that on boot up of a centrifugal pump 5 (cp5) an error message associated to internal malfunction was displayed. The device was replaced before starting the procedure. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The processor board was replaced for the cp5 update firmware. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the analysis of the complaint database did not reveal similar events related to the involved cp5 system. The exact error message displayed on the s5 control display module was "short-term internal malfunction, remains operational". The most likely root cause of the event is an intermittent malfunction of the processor board.